Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor failed incoming testing and displayed a service code 110. The cause for the monitor failure was isolated to a defective u1004 & u1005 components on the pca board. The root cause for the defective u1004 & u1005 components could not be positively identified. There was no adverse event that resulted from the damaged monitor.